Event description:
It was reported that during surgery the biosure regensorb screw broke while it was inserted. There was a back-up device available. It is unknown if there was a significant delay during the procedure. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10. Additional information in b5.

Event description:
It was reported that during an acl reconstruction the biosure regensorb screw broke while it was inserted. The procedure was successfully completed without a significant delay using a back-up device. No patient injury or other complications were reported the broken pieces were successfully retrieved from the patient. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: h3,h6: the reported 9x25mm biosure regenesorb screw, used in treatment, has not been returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the screw broke during insertion. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force applied during use. Not preparing the insertion site properly. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.